Event description:
It was reported that during the procedure, there was an energy delivery output failure due to the unit energy was lower than usual when the laser was firing. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during the procedure, there was an energy delivery output failure due to the unit energy was lower than usual when the laser was firing. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The console or components were not returned for analysis; however, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the power was tested and found that the system is firing 10 percent lower than requested. The optical alignment on all 4 channels was checked and it was identified that it was misaligned and not within specifications of the service manual. Therefore, the reported device low power was confirmed. It was performed full optical alignment on channel 4 and brought it back within specifications of the service manual. After the field service engineer performed the optical realignment of channel 4, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on review of all information available and analysis results, since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.